Event description:
It was reported, the insulin pump alarmed, indicating it had restart unexpectedly. The customer's blood glucose level was not known. The customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the rewind, displacement and self tests. However, the pump gave a motor error alarm while performing the error test. The pump was received stuck in the motor error alarm loop during the bolus / basal delivery. Unable to confirm other error alarms due to an over written history file. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with a cracked case at display window corners, a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.